Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. Large quantity of black dust had clung to a filter. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. Large quantity of black dust had clung to a filter. There was no report of patient harm or injury. This is a duplicate submission. This issue was already reported on MDR 2518422-2022-100844.